Event description:
It was reported that the pump reset unexpectedly at 85 percent battery life. The customer's blood glucose level was reported to be elevated; however the exact value was not provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been receive.d a supplemental report will be submitted if the device is received.